Event description:
The catheter was inserted in 2007. Approximately, 3 months later, the pt hung the tube of the infusion set stepping and the catheter cut. The line had to be secured again.

Manufacturer narrative:
One used unit was rec'd on 25 june 2007 and sent for decontamination. Upon decontamination of the sample and completion of the investigation, a supplemental report will be submitted.